Event description:
Biomed was notified by [redacted] on [redacted] of a medical equipment safety incident in emergency department (ed). Biomed technician on call responded and arrived onsite around 10:30 am. In speaking with ed team, the patient had just left ed [redacted], and the room was in process of cleaning. Staff wiped down all equipment in room, then plugged in pumps to charge. Staff reported seeing black smoke come from pumps, they unplugged the pumps from wall outlet. Smoke continued and then staff saw visible flames. An ed team member utilized fire extinguisher on the equipment. One infusion pump with one infusion channel and one syringe pump were in the room; ed staff confirmed the equipment setup was that the alaris infusion pump was mounted to the stretcher IV pole via a pole clamp. The syringe pump was sitting on top of the infusion pump, not secured to the IV pole via its own pole clamp, which leaves space between the pumps. Pumps involved in incident were pulled from unit and are secured in biomed shop [redacted]. Safety incident tickets were opened with both pump manufacturers, and devices sent into vendors for assessment. Manufacturer response for syringe pump, (brand not provided) (per site reporter). Incident report opened, shipped device into manufacturer for assessment. Manufacturer response for infusion pump, (brand not provided) (per site reporter). Incident report opened with manufacturer, shipped device into manufacturer for assessment. Manufacturer sent team onsite (technical and clinical) to review pump processes and specific incident.